Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the transmitter was damaged and had a hole. Customer did not recall how the damage to the transmitter occurred. Blood glucose level at the time of the call was 41 mg/dl. The customer stated that he was pulling over to eat and that paramedics had been called. The customer was advised that the transmitter would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a broken cow catcher, and damaged contact pins. Unable to perform functional testing due to the broken cow catcher.